Event description:
According to the reporter, during a laparoscopic low anterior resection with hand assisted port to place the anvil, when the surgeon was removing the device from the bowel, there was an extreme resistance. The surgeon was able to remove the device. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.